Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: (B)(4). Concomitant medical products: 00434903909 humeral stem spacer size 9 63867776. The investigation is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that patient underwent a right revision reverse shoulder arthroplasty procedure. During implantation, the polyethylene liner would not seat into the spacer. A 40 mm retentive poly liner was used to complete the procedure. No other additional information was provided. No patient consequences occurred as a result of the malfunction.

Manufacturer narrative:
The complaint cannot be confirmed since the medical records or product were not returned. The device history records were reviewed for deviations and/or anomalies with no deviations/ anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.